Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined. Further information was requested but not received.

Event description:
It was reported that a patient received multiple shocks from their implantable cardioverter defibrillator (ICD). It was unsure whether the shocks were for polymorphic ventricular tachycardia (vt) or atrial fibrillation with rapid ventricular response (af w/ rvr). Patient would be further monitored. Patient was stable.